Manufacturer narrative:
Constant critical pump error alarm (open book) and broken force sensor was detected during seating or regular delivery due to moisture damage on the electronic assembly. Corroded motor assembly noted during visual inspection. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify frozen screen anomaly due to critical pump error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had critical pump error as well as frozen display. Customer blood glucose value was 103 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer states that the sensor stopped working. Customer states insulin pump had broken force sensor was detected during seating or regular delivery alarm occurred after the time that the buttons were not responding. Customer reports they were unable to clear the alarm. Customer states that the insulin pump moving onto frozen display. Customer reports the time clock did not advance. Customer was not calling back after installing a new battery, monitoring the insulin pump for 2 hours and frozen display recurred. Customer reports the screen was not completely blank. The device will be returned for analysis.